Manufacturer narrative:
Continuation of d10: product ID 3776-75 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type lead product ID 3776-75 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that patient was not seen prior to replacement of his scs. The patient was initially implanted and managed in (B)(6). The patient said since moving to (B)(6) he has only had a primary care doctor who has managed his medications. Primary care referred him to neuro surgery, per the patients request. The patient requested the referral because he wanted to replace his scs because the patient said the scs is broken. Rep called the patient to learn why his battery would be replaced, and 2 leads were being removed. He said he was told that in (B)(6) by the rep there and the patient claims he also was told that by manufacturer tech support. Rep offered to meet the patient to trouble shoot the device to make sure of the claim. The patient stated ¿no, ever since I was in a fight and got kicked in the back, right where the machine is, I haven¿t been able to use it. The patient said I¿m just replacing it." The patient said he has 4 leads, 2 were left in his back and they are not connected to anything and those are being removed. He said the 2 in his neck are staying and help for migraines. The day of the case rep did try to read his existing battery but he said it hasn¿t been charged for almost a year. The 3776-75s were removed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an MRI next week and needs to confirm compatibility. MRI-mode was reviewed with the patient; however, the patient reported that the patient controller doesn't connect with the implantable neurostimulator. The patient explained that in august, when he was at the hospital, he got into a fight where his implantable neurostimulator was stomped on. Due to this trauma, his implantable neurostimulator doesn't charge or connect with the controller. The patient had been seeing the no device found screen on the patient controller. The patient noted that he has changed the date and time on the patient controller. On (B)(6) 2020, he was in a car crash that broke his femur. The patient was unable to troubleshoot the issue at the time of the report because he was unable to get the external equipment to attempt troubleshooting because his leg was currently broken. The patient mentioned that the patient controller is dead. He stated that he doesn't believe that the wires are attached. The patient was redirected to follow-up with his managing health care professional.